Event description:
It was reported that intermittent oversensing and noise occurring with isometric arm movements were observed. Device was explanted and replaced. Patient was normal after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.